Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the modem/rear panel cable (0012-00-0761-02) as well as standoffs. The fse then completed the repair with full calibration, functional, and safety checks which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the customer reported that one of the cords that was connected to the unit tripped and was strongly disconnected from its port. There was no patient harm reported.